Manufacturer narrative:
(B)(4). Pump trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt tool confirmed battery power loss alarm due to non-sleep anomaly software error.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss. No harm requiring medical intervention was reported. The device will be returned for analysis.